Manufacturer narrative:
The lot complaint history was reviewed; this is the first complaint for the finish goods lot and first for this issue for this lot. The device history record shows the product was released per specifications. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and a root cause evaluation could not be performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.10., e.1., h.3., h.6., and h.10. Two samples were returned for evaluation. The returned samples were visually inspected and no obvious defects were observed. A calibrated console was used to test the sample. The consoles could recognize the sample by illuminating green on the light emitting diode (led) ring. The sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the sample could aspirate silicone oil into the barrel of the syringe; no anomalies were observed during this step. Pressure was stable during functional testing. The plunger in the syringe moved smoothly during operation. Additionally, all connections were found to fit securely. No leakage was observed during evaluation of the device. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the interface of the viscous fluid control leaked during a silicone oil extraction. The procedure was completed after replacing the product with another one. There was no harm to the patient.